Event description:
The manufacturer received information alleging the device failed to power off after use and the display was not responding. The device was powered off by holding down both the audio pause and power button. The ac was disconnected and the device was set to sleep mode. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. When checking the device the touch panel gradually was not responding even though the screen was touched. There were no recorded errors that showed in the error log, but after replacing the display, it resulted in resolving the reported issue. The device passed final test and and software was confirmed to be up to date.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging the device failed to power off after use and the display was not responding. The device was powered off by holding down both the audio pause and power button. The ac was disconnected and the device was set to sleep mode. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. When checking the device the touch panel gradually was not responding even though the screen was touched. There were no recorded errors that showed in the error log, but after replacing the display, it resulted in resolving the reported issue. The device passed final test and and software was confirmed to be up to date. The ventilator was returned to the philips investigation lab were they where unable to duplicate the reported problem. The pil installed the display into a trilogy evo and confirmed that the display touchscreen functioned without any failures or error codes. The display was scrapped.